Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging a onetouch verio iq meter was displaying an unknown error message when the test strip was inserted. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was displaying an unknown message. There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.